Manufacturer narrative:
Technician suggested the account should try checking to see if the bed has external alarm. If so just replace the external piezo. If bed does not, they will need to replace the scale power control board and install the external piezo. No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the bed has no local alarm with bed exit. Bed does send signal to the nurse station. No pt impact.